Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon longitudinal tear starting approximately at the centre of the proximal markerband and extending approximately 1mm proximally. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades and all blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/ procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 75% stenosed target lesion was located in the moderately tortuous and moderately calcified posterolateral branch. A 2.50mm x10mm flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 75% stenosed target lesion was located in the moderately tortuous and moderately calcified posterolateral branch. A 2.50 mm x 10 mm flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications reported and patient's status was good.